Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was noticed within the crease/fold on the posterior view, measuring approximately 2.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old female patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was discovered to have a ruptured right breast implant during an undisclosed revision surgery on (B)(6) 2022. As a result, the patient underwent bilateral removal without replacement during this procedure. There were no procedural delays or patient consequences reported.